Manufacturer narrative:
The explanted devices involved in this event will not be returned for evaluation as they were not provided for investigation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : devices unavailable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three and a half (3.5) years post initial procedure, the patient presented with rapid aneurysm enlargement (unknown diameter). The physician treated the patient via surgical conversion on (B)(6) 2023. During this secondary intervention, a hole (type iiib endoleak) was visualized on the main body. Therefore, the physician elected to explant the afx devices, and a vascular replacement was performed. The final patient status is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak (of the main body) and surgical conversion with explant are confirmed. The reported aneurysm sac growth is unconfirmed due to a lack of the medical information surrounding the event. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. In addition, unable to identify the contributing factors due to a lack of the relevant medical information; only explant photos with the type iiib endoleak were received. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.